Event description:
It was reported to boston scientific corporation on (B)(6) 2010 that a resolution clip device was used during a esophagogastroduodenoscopy (egd) procedure in the stomach on (B)(6) 2010. According to the complainant, during the egd procedure, the nurse reported that the clip failed to detach from the catheter. The physician maneuvered the scope and the clip fell off into the patient. The clip was removed from the patient and the procedure was successfully completed with another of the same device. There was a slight delay in procedure but no harm to the patient. The patient was reported to be "fine" post procedure.

Manufacturer narrative:
Although the exact age of the patient is unknown; it was reported that the patient is under 18 years old. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.